Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit¿s monopolar cut module automatically activates and there was an output switch relay malfunction. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation found malfunctioning output switch relay. The investigation isolated the fai lure to the switch relay, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The switch relay was replaced to address the condition. All specifications as manufactured. If information is provided in the future, a supplemental report will be issued.